Event description:
The customer stated that the central monitoring system failed, interrupting centralized pt monitoring. Pt vital signs monitoring continued at the bedside monitors. Note 1 from a1: hospital staff reported that there were pts connected to the system at the time, but did not report any pt ID's.

Manufacturer narrative:
Terminal server. The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. This customer reported that the individual pt data windows on the display screen switched to yellow borders (an alert condition indicating a loss of communications with these pt monitors). Although centralized monitoring was temp lost during the event, pt vital signs monitoring continued at the bedside pt monitors for all pts connected to the system. There were no pt's harmed in any way by the event. By event of form 3500a, we mean the loss of centralized monitoring. The problem was corrected by directing the institution's staff to reboot (power off and then back on) a computer network peripheral called a terminal server. This action did not involve removing any equipment from the site. Investigation determined that the reported problem was caused by loss of communications between a terminal server and another network peripheral called an ethernet switch. Power-cycling the terminal server corrected the issue, suggesting a transient problem that could not be further identified or isolated. Subsequent followed-up with the customer confirmed that the problem had not reappeared.